Manufacturer narrative:
The following information was received on 10/13/2017. Additional information: upon hardware removal, no fault was found with any of the hardware and the patient had no broken bones. During hardware removal the doctor mentioned that the pain may have been a result of possible non-union due to failure to heal since the patient was non-compliant.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. It was reported that all hardware was removed in a revision surgery due to pain. Although a number of factors could have contributed to the pain experienced by the patient, no malfunctions have been alleged with any tmc hardware. Attempts to obtain details of the event were unsuccessful, no additional information has been received to date. Based on the available information, the most likely cause of the pain cannot be determined. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2017, all hardware was removed in a revision surgery on (B)(6) 2017 due to pain.